Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting quickly, which led to a pump shutdown. The customer's blood glucose (bg) level ranged from 171-378 mg/dl. The customer indicated that either the pump or manual injections would be used for insulin therapy.